Event description:
It was reported that there was premature battery depletion. Action required as a result of the event was replacement. A unilateral device of a parkinson¿s patient gave the message ¿no response from the device¿ during a normal check by the healthcare professional. It was noted that battery calculations indicated premature depletion. The battery should have lasted around 3 years but according to the calculation there was battery depletion at two years and one month. It was noted that the patient had not stated therapy loss. Patient was alive with no injury. No patient symptoms were reported. Additional information received reported that there was no information yet. The manufacturing representative was going to try and speak with the healthcare professional on (B)(6) 2014. Additional information received reported that the patient would be investigated at his next visit. There was no rush to investigate other problems than depletion,as the patient had not experienced discomfort or less therapy. It seemed to be that there were no parkinson¿s symptoms anymore. They would discuss the need for a new implantable neurostimulator (ins) with the patient as there was no experienced benefit for the patient.

Manufacturer narrative:
(B)(4).